Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple button presses with increased force to engage. It was also noted that the keypad cover was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/05/2013 with the following findings: the keypad cover was found to be torn over the up arrow, down arrow and contrast buttons. The complaint of the intermittently unresponsive keypad buttons was not able to be duplicated. The keypad cover was removed and all button contacts were found to be missing/misaligned. There was evidence of contamination found under the up arrow, down arrow and ok key contacts. Unrelated to the complaint, evaluation revealed a battery compartment crack extending from the threads to the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.